Event description:
During an unknown procedure, error sound occurred during use. There was no error code indicated. Another device was used to complete the case. There was no adverse consequence to the paitent.